Event description:
Review of the article "xen gel stent failure due to luminal obstruction" from the journal of ophthalmic and vision research reported the following xen®45 gts events for case 4. One patient underwent ab-externo implantation in right eye. Postoperatively, the stent was found to lie against the iris without occlusion of the ostium. 2 years pod intraocular pressure elevated to 14 mmhg with flat bleb which required device removal and placing an additional drainage device. After device was explanted, unknown yellow material was discovered blocking the lumen. This is the same article reported under abbvie patient identifier: (B)(6) (emdr-54387), (B)(6) (emdr-55525), (B)(6) (emdr-55524). This emdr is being submitted for the case 4.

Manufacturer narrative:
Article citation: amarasekera dc, shankar va, razeghinejad r. Xen gel stent failure due to luminal obstruction. J ophthalmic vis res 2024;19:386¿391. Https://doi.org/10.18502/jovr.v19i3.9404. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.